Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had powered off unexpectedly during patient use. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer's device. The electronic patient record was downloaded and reviewed. The reported issue was verified. The electronic record shows the likely cause of the issue was battery not being latched correctly in the well. The reported issue could not be duplicated. A conclusive cause could not be determined. After replacing the battery pins as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.